Event description:
It was reported that the patient underwent an aspiration, arthrocentesis and triamcinolone acetonide injections to address pain, synovitis, loss of range of motion, joint effusion and swelling approximately six months following left knee arthroplasty. Initial operative notes noted no intraoperative complications.

Manufacturer narrative:
(B)(4). D10 - concomitant devices - persona revision cemented standard femoral component left size 7 catalog #: 42504606201 lot #: 64890357, persona revision cemented tibial component left size g catalog #: 42542007901 lot #: 64817981, persona revision offset splined uncemented stem extension 3mm x 10mm x +135mm catalog #: 42560313510 lot #: 64783515, persona posterior stabilized fixed bearing articular surface left 13mm catalog #: 42512400913 lot #: 64355165, biomet bone cement r 1x40 us catalog #: 110035368 lot #: ay09ac0107 the complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001822565-2024-00865; 0001822565-2024-00867; 0001822565-2024-00868; 3007963827-2024-00069. Investigation incomplete.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. H6 - component code - proposed code is mechanical (04) stem. Medical records were received and findings previously reported. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.